Event description:
The account alleged that the bed exit would not set. No pt impact.

Manufacturer narrative:
The tech found that the scale was zeroed with the pt in the bed. The tech re-zeroed the scale and performed functions check to resolve the issue.